Event description:
It was reported that the atrial lead dislodged. The physician felt that the j-shaped stylets were not provide as much support as they had in the past and wondered if there had been changes in the curve. The status of the lead is not known as no patient information was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).